Event description:
It was reported that the device is for repair. Detached dso was found during investigation. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The customer's reported problem of not working was not duplicated. However, visual testing was performed- found damaged(detached) dso seal. The dso seal was replaced. After the repair the device must pass all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.